Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old male underwent impella cp support for a high-risk percutaneous coronary intervention (hrpci). The device was implanted via percutaneous left femoral arterial access. During support, the impella functioned as intended at p-8, providing 3.4 l/min of flow with d5w sodium bicarbonate purge solution. The patient developed oozing at the access site overnight, and a femostop device was applied. It was reported that the patient subsequently reached down and removed the dressing from the access site, after which the access site issue occurred. The femostop remained positioned above the impella insertion site for management of the bleeding. No blood products were required. The patient subsequently expired while on support. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock and had a ending scai stage e on multiple inotropes and pressors and was ventilated for respiratory support